Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional te) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to a pulse wire broken from solder connection in the trunk cable. The root cause for the open wire was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.